Event description:
It was reported that the pump battery was unable to charge when plugged into a computer. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump began to charge again without changing any charging supplies. The customer reverted to manual injections for insulin therapy.